Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not alarming was unable to be confirmed. The system controller (B)(6) was not returned for testing and the submitted log files did not indicate an issue with the system controller. It was reported that the patient was found down at home, with no signs of life and the left ventricular assist device (lvad) was not alarming. The coroner was reportedly present at the home already to pronounce the patient. It was communicated that the patient was fine in a clinic visit the day before their death, and it was unknown whether the death was device related. It was also communicated that the cause of the low flow alarms was not identified, and patient symptoms were unknown, as this happened while the patient was sleeping. The system controller was disconnected from the driveline as the patient had been deceased for several hours. It was later communicated that the device operated as expected and would not be returned for evaluation. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 patient handbook (rev. A, section 2 ¿how your heart pump works¿) instructs users on how to properly perform a system controller self-test. Users are encouraged to perform at least one self-test per day to ensure the function of the controller¿s audible and visual alarms. The heartmate 3 patient handbook (rev. A, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the ventricular assist device coordinator (vc) received a call on 12feb2026 on 0600 that the patient was found down at home. There were no signs of life and left ventricular assist device (lvad) was not alarming when the patient was found deceased. Low flow events were seen in the log files.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.